Event description:
It was reported by service report that the head lift was stuck in an elevated position. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - extension cable from cpu unplugged. Conclusion - cable reconnected.